Event description:
The ace harmonic laparoscopic shears were opened and hooked up to the harmonic handpiece and couldn't tighten the handle. It stayed loose and it did not pass the test to use the device. A second device was obtained and used without difficulty. This caused a slight delay in the case but there was no harm to the patient.